Manufacturer narrative:
Despite multiple attempts, no further information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had oversensing noise on all three lead channels. It is unknown if any of the oversensing led to asystole. Currently, there is no evidence of noise on the presenting electrograms. No changes were made to the crt-d and it remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This cardiac resynchronization therapy defibrillator (crt-d) was eventually explanted due to an unrelated issue and returned back from the field for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.